Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 4.55 mm x 17.33 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found a complete break in the conductor wire after the instrument failed the electrical continuity test. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause of the broken conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the provided image was performed. The following additional information was provided: it looked like the molded insulator likely broke that caused the grip to be detached. The conductor wire that is attached to the grip looks broken as well.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the force bipolar instrument were removed from the tissue, and one of the jaws was detached. The fragment was retrieved during the same procedure. The jaw was cleaned, and it was confirmed that no other debris had fallen out. The procedure was completed robotically with a backup force bipolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fall occurred when removing the forceps. The fragments from the tip were retrieved, and the body cavity was washed to confirm no remaining fragments. The force bipolar strong mode was used frequently during the procedure, and it was possible that a collision occurred outside the field of view. It was suspected that the fragment fell during an instrument tip collision. The instrument had not been removed prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened upon final removal, and no resistance was felt. The surgical staff did not notice any damage to the cannula or other damage to the instrument after the event occurred. The fragment was retrieved from the assistant port. All the fragments were retrieved. No additional surgical procedure was needed to remove the fragment. No post-operative tests were performed. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument and fragment were available for return.